Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the iliac artery. The 14 x 40 mm armada 35 balloon catheter was advanced to the target lesion and the balloon was inflated but ruptured at 4 atmospheres during the first inflation. There was no resistance during advancement or withdrawal of the device. A new armada 35 balloon catheter was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Potential factors that can contributed to the reported failure include but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. In this case, it is likely that the rupture occurred due to interaction with the lesion calcification, which was described as heavily calcified, causing damage to the outer surface. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.